Manufacturer narrative:
A used ch-13 chemoclave bag spike with additive port with an unidentified infusion set was returned with a used 250ml hospira infusion bag. The used ch-13 chemoclave bag spike with unidentified infusion set was pressure leak tested with no observable leakage or disconnect at any location along the fluid path. The spike of the ch-13 chemoclave bag spike was measured and found to be design compliant. The complaint was unable to be confirmed. The device history review could not be completed since no lot # was provided.

Event description:
The event involved a chemoclave bag spike with additive port that reportedly fell out of a hospira infusion bag causing tarabine (chemotherapy drug) to leak. The event occurred when the bag was being delivered to the nursing unit. There is no patient involvement, but there was a delay in therapy due to the medication having to be remade.